Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the patient received a new recharger but it was not able to sync with the implant. It was reported that the reposition antenna screen and poor communication screens were seen since (B)(6) 2017. The last recharge session and last time stimulation was felt at the end of (B)(6) and was probably the last week of (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was in extreme pain because their stimulation was off and they had not been able to charge it since it depleted. It was noted that this was a sudden change in therapy. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had depleted in 2018, which conflicts with the event date the patient had reported in the past ((B)(4) 2017). The patient mentioned they had notified a manufacturer representative (rep), who had showed the patient how to do a "jump start" to resolve the ins depletion. The name of the rep and the date they made the rep aware was unknown at the time of the call. No further complications were reported or anticipated.